Event description:
Equipment failure causing delayed diagnostic. Intravenous syringe tubing had hole in the upper portion allowing medication to leak out of tubing causing a delay in the drawing of peak levels of tobramicin. Pt had to receive extra dose of tobramicin. No harm to pt.